Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 386 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response on the esc and act buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, and stained end cap sticker.